Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a rotation atherectomy treatment procedure display issues occurred. The rotablator console was being used to ablate a lesion, and worked properly with a 1.5mm rotalink plus; however, once the physician changed to a 1.75mm rotalink plus the user was unable to raise the operating speed during platforming of the 1.75mm rotalink plus outside of the patient. Also, it was noted that the rpm readout did not appear on the console and the dynaglide lamp illuminated when the device was not in dynaglide mode. Additionally, an audible gas leak was noted from the dynaglide foot pedal. At this point, the ablation procedure was cancelled. There were no patient complications and the patient status is good.